Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was also noted that plastic distal end cover has dents, light guide lens is chipped at the edge and deep scratches on switch number one. There was also minor buckling in the insertion tube, distal end of the device scratches, light guide tube has minor denting, scope connector also has minor scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the during preparation for use in unspecified therapeutic procedure, the evis exera ii duodenovideoscope displayed error "water channel blocked". There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional details received from the reporter. The subject device was in the process of high level disinfection (hld) prior to use on a patient when the reported event was found. Since the device could not complete the hld it was swapped out and the procedure was completed with a similar device. There was no foreign material noted during the initial inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to user did not correctly understand IFU, which caused that the subject device was used for procedure while foreign material clogged in the nozzle. Since cleaning/disinfection of the device was conducted in accordance with IFU by the user, clogged foreign material may have been foreign material originated from peripheral device. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Olympus will continue to monitor field performance for this device.